Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensor resistor. The insulin pump was received with cracked case at the display window corners, broken reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor . Customer's blood glucose was unknown mg/dl. Th customer stated that the pump is not working and replaced.